Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a failed battery test alarm, and that the device shut off and the customer used several batteries to turn it back on. The customer's blood glucose level was unknown; however, the customer reported that his readings had been high and he felt sick. The customer did not feel comfortable with the device and requested a replacement. The customer's device was replaced and was returned for analysis.

Manufacturer narrative:
The insulin pump received with normal operating currents and passed all functional testing including the self test, a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was monitored and no unexpected low battery alert or failed battery test alarms occurred during testing. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.